Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the detector, calibrated the detector, the calibrated the fsh controls. All results were in acceptable range. No further action required by field service. The most probable cause of the reported event was a fault or failure of detector.

Event description:
On (B)(6) 2015, a customer reported ll on bg (background) check on their aia 600ii analyzer. Using a new substrate did not resolve the issue. The customer is unable to run hba1c, prl, fsh, lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event,which resulted in delayed reporting hba1c, prl, fsh, lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.